Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operational and in good condition. The reported issue of a burning smell was not confirmed during the evaluation performed by the pal (product analysis lab). The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. An internal inspection of the device revealed no issues. There was no presence of a burning odor or signs of overheating. Three priming sequences were performed and completed successfully. The device's service history record was reviewed and no issues were identified that may have contributed to the reported issue. The cause for the burning smell was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center regarding a burning smell on the homechoice (hc) during priming. Caregiver (cg) stated was afraid to connect home patient (hp) to hc. The technical service representative (tsr) asked cg if any smoke had come from hc and cg reported no. The tsr asked cg to check power cord for any defects and cg stated power cord was intact. Tsr advised cg to use manual supplies for tonight and to remove pro card from hc. There was no patient injury or medical intervention reported.